Manufacturer narrative:
A certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a slight damage on the head possibly due to the removal process. No other damage identified. Also, an associated product iwpp662g has not been returned. However, this item is listed as associated item only and did not cause or contribute to the event. No further investigation will be conducted. Functional testing can not be performed on "loosening" because the event can not be recreated on a single use item. There is also no sign of damage that would contribute to loosening as the screw was tested in an in-house stock implant to verify thread damage. No damage. No pre-existing conditions were noted on the complaint. The reported device was located on tooth # 30 and length of usage is unknown. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (978131). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (978131) for similar event and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. Based on the investigation and risk file review, the most likely cause determined from the investigation is inadequate treatment planning, misunderstood or overlooked instructions for use, abutment is designed wider than the implant platform width and thread design (e.g. Minor diameter designed too wide or wrong pitch) of screw is inadequate (e.g. Incompatible with implant and/or abutment threads, damages screw thread. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided.

Event description:
It was reported an abutment screw loosening. Patient complaint that the crown was loose and it was causing discomfort. Screw was removed and implant remains well seated. No injury has been reported.